Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 454 mg/dl. The customer stated that she got high blood glucose because she get an air bubbles a lot. The customer reported that she trying to get in her bolus but it won't come up with square wave. Customer was advised that she was not seeing the square wave bolus when her blood glucose is high. The customer reprogrammed her square bolus.